Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support, who provided detailed instructions for resetting the pump. After the reset, the error code did not appear again, and the caller successfully started their sensor session.